Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the outer device case. Review of device memory found a shorted lead fault recorded after a 41 joule shock was attempted. The following day during a vf episode, a charge timeout fault was recorded when the device could not complete a charge within 30 seconds. The device battery status moved to end of life (eol) due to long charge times, as reported from the field. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the device declared eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Analysis concluded, that the device in this case sustained internal damages due to a shorted lead condition. The associated right ventricular lead was unable to be analyzed, as it was a non boston scientific product.

Event description:
Boston scientific received information that during appropriately delivered shock therapy, an audible noise was heard from this implanted device. The following day, the device exhibited beeping tones, with interrogation error codes indicating the product had incurred electrical damages. During intervention to remove the device, the physician reported that the pocket had sustained evidence of a burn. The physician inquired if this had been a device or lead issue. The associated right ventricular lead was noted as a competitor product and thus will not be received for root cause analysis; however, the physician reported that the lead exhibited body damages described as a crack. The explanted device will be returned for a post market evaluation.